Event description:
Updated information: at the completion of the clinical assessment on 01/07/2019, clinical was able to find substantial evidence to support the following additional findings of a stent cage fracture of the bifurcated stent graft (main body) and stent movement (5mm) with no leak of the suprarenal stent graft extension (cuff). A separate MDR will be filed for the stent movement of the cuff (suprarenal stent graft extension). This report will be for the bifurcated stent graft (main body) only. In addition, a secondary procedure was completed. The physician elected to reline the original implanted devices with the ovation abdominal stent graft system to treat the reported the event. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the main body (bifurcated stent graft) with stent cage dilation of 38% and a stent cage fracture. The type 3b endoleak is mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Corrections: outcomes attributed to adverse events. Result code: remove code 3233. Conclusion code: remove code 11.

Manufacturer narrative:
The device will not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. A type 3b endoleak was identified during a routine follow up visit. Additionally, the cuff grafts have moved into the neck but there is no leak. Reportedly, the patient has tortuous iliacs and treatment has not yet been completed. There have been no additional patient sequelae reported.